Event description:
It was reported that a loose metal piece dropped out of the stapler when the stapler was being removed from the sterile packaging. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 589a36. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: this is an analysis of photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a spring inside a blister pack. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number (B)(4), and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Source of information: obtained from the initial reporter on dd mm yyyy or provided from knowledge as you were present in the case? Obtained from mmd on 25 jan 2023. 2. Is the current patient status known? Unknown. 3. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. 4. Has the compliant device returned to the service center? Collection of product has been arranged for tomorrow.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. D4: batch # 589a36 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a tyvek, and with no reload present. In addition, the firing trigger spring was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 589a36, and no non-conformances were identified.